Event description:
Procedure: lap chole according to the reporter: the surgeon was performing a lap chole and due to bleeding requested the staff to turn up the triad to 80/80 and utilized coag mode to control bleeding. When they did this, the insulation on the distal tip of the mini shears was damaged. Patient is fine according to surgeon.

Manufacturer narrative:
(B)(4).